Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint, for the connection issue between the patient line and the transfer set, is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.

Event description:
A customer contacted a baxter technical service representative (tsr) reporting an alarm on the homechoice (hc) machine during drain 1 and the caregiver (cg) stated that the home patient (hp)'s patient extension line became disconnected and the fluid drained out of the hp. The tsr assisted the cg to end the therapy and informed the cg to contact and inform the nurse. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.